Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the distal end. There was no procedural or patient involvement associated with this event.this MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Foreign material was found at the distal end which is most likely a result of insufficient cleaning. Furthermore, the following additional issues were identified during inspection: air/water cylinder has no color, the suction cylinder has no color, due to wear of angle wire, bending angle in up direction does not meet the standard value, the light guide lens has a crack, the bending tube is deformed, the connecting tube has a scratch, the adhesive around objective lens is peeled and there is corrosion around forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.